Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign-(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mih insert is damaged at the distal part. The threads are damaged. The event occurred during surgery. There was no injury to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with the device returned and evaluated. Visual inspection confirmed the threads of the inserter are fractured. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.